Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump was programmed with manual bolus and wizard bolus and monitored. The boluses were calculated and delivered properly. Both manual bolus and wizard bolus were shown both in bolus history screen and in carelink pro general report. No bolus anomaly noted during testing. The insulin pump communicated properly with one touch ultralink blood glucose meter. The insulin pump had cracked battery tube threads, broken battery cap, cracked belt clip slot at battery tube threads area, broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer also reported that there were a crack on the battery and reservoir compartment. The customer reported that the insulin pump was over delivering. The customer's blood glucose was 50 mg/dl at the time of the incident. The customer stated that he treated his low blood glucose with juice and glucose tabs but the blood glucose did not go up. The customer stated that he over bolus that caused the low blood glucose. The time of the hospitalization was 1:30am and the date of the hospitalization was (B)(6)2015. The insulin pump will be returned for analysis.